Event description:
It was reported that during the surgery, the needle of the device was fractured when the surgeon tried to do the first penetration to the meniscus of the patient. The procedure was successfully completed using a backup device. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - this event occurred in japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed through evaluation of pictures provided. Visual examination of the provided pictures identified the tip of the needle is fractured and separated from the handle of the device. The anchor and suture construct remains in the tip of the needle. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.